Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the customer experienced an elevated blood glucose level of over 600 mg/dl, due to needing a settings adjustment, out of range issues occurring between the transmitter and pump, and the insulin gauge being inaccurate. Reportedly, the customer had a seizure and required assistance where emergency medical services were called and transported the customer to emergency room (ER). The customer was admitted to the hospital's intensive care unit and treated intravenously with fluids of saline and insulin. Customer was released on (B)(6)2023 from the hospital with no permanent damage. Upon troubleshooting with tandem technical support, the customer preformed a pump reset, loaded a new cartridge and continued to use the pump for insulin therapy.